Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The battery reached normal end of life. There was no telemetry or output. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the ins was not explanted due to wound infection.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient developed a wound infection at the ins site. The patient experienced pain at the ins site. The event resulted in an urgent care visit and examination by the doctor on (B)(6) 2019. Antibiotics were administered and the outcome was resolved without sequelae on (B)(6) 2019. It was later reported that the device manufacturer received the ins. The etiology was related to the implant procedure, surgery/anesthesia. No further complications were reported or anticipated.